Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent battery failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The authorized service provider (asp) inspected the device during periodic maintenance and confirmed a check vent battery failed alarm. The asp replaced the lithium-ion backup battery to resolve the battery issue. Following the part replacement, the asp completed a comprehensive inspection, cleaning, running test, and function test. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.